Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Same case as MFR report #: 2134265-2012-01147. It was reported that following a stenting treatment procedure, thrombosis occurred. The procedure treated the 80% stenosed target lesion located in the mid right coronary artery that was mildly tortuous, but had no calcification. The lesion was not pre-dilated. A 4.0x12mm promus element plus stent and a 5.0x16mm veriflex stent were implanted and post dilation was performed. There was no gap between the stents. The patient was taken off the table on his way out of the suite when chest pain started again. The patient was immediately placed back on the table and angiography revealed thrombosis and an hour glass effect in the 4.0x12mm promus element plus stent which appeared not to have been fully dilated initially. Treatment consisted of a thrombectomy, intravascular ultrasound and the placement of a 2nd larger veriflex stent but there was still a residual thrombus in the distal stent. No further patient complications occurred and the patient status was stable with excellent results.